Manufacturer narrative:
The edwards sapien 3 ultra transcatheter heart valve, model 9750tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality >=1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 ultra transcatheter heart valve, model 9750tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The device was used in an off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Valve malposition and embolization are known potential complications associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra valve in a native mitral valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 ultra valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (valve placement position), in addition to patient factors (valvular calcification) may have contributed to the migration and subsequent explant of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported during a off-label, open surgical mitral valve replacement procedure, a 26mm sapien 3 ultra valve was implanted in the native mitral position. Anchoring sutures were used for stabilization in addition to the initial balloon expansion step. Post implant, the valve had to be explanted after shifting and opposition by the posterior calcium. Echo indicated the valve was touching the septum and shifted ventricular. The sapien 3 ultra valve was explanted and a non-edwards surgical valve was implanted. At the time of the report, the patient was in stable condition. The explanted valve was not returned to edwards for evaluation.